Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and in its center. Several stent struts are bent outwards and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent strut were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous lcx. The device could not pass through the stenosis. Once the device was pulled out of the guiding catheter in order to use a guideliner, a deformation of the stent edge was confirmed.